Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has autofill issues and there is a leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use, the cardiosave intra-aortic balloon pump (iabp) unit has autofill issues and there is a leak. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Vacuum leak diff prs. (Mmhg) over ±25 mmhg . Replaced manifold assembly. Complete full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.

Event description:
N/a